Event description:
User facility reported the "vacuum alarm illuminated 5 seconds into procedure and pt flatlined at this time. Pt was revived; controller was enabled again [and] procedure continued. Within 10 seconds from enabling controller, [the] pt flatlined once again." The pt was revived for the second time. Two anesthesiologists felt, the pt "may be experiencing vaso vagal sensory motor reaction". A second novasure disposable device was opened and the procedure was successfully completed, confirmed by hysteroscopy. The pt recovered uneventfully and was discharged home.